Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the discordant carbon dioxide (co2) results. A service method testing (smt) was performed on server 3 and test cs3aln failed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse auto aligned and adjusted the bottom of cuvette correction and ran cs3aln test, and quick check and quality control, which passed. The cause of the discordant, falsely low co2 results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low carbon dioxide (co2) results.